Manufacturer narrative:
(B)(4).

Event description:
The procedure was prompted by coronary heart disease. It was reported that the physician was attempting to use an endeavor resolute drug eluting stent to treat a lad lesion with diffuse calcification and tortuosity. No difficulties removing the sheath, device was inspected prior to use, no issues. Lesion was pre-dilated. Inflation device remained on neutral pressure during delivery of the device. Resistance was experienced when advancing the device to the lesion, no excessive force was used. During advancement of the device and due to the lesion¿s calcification and tortuosity, the stent dislodged. Dislodged stent was removed. No patient injury reported as a result of the event. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.